Manufacturer narrative:
The customer contacted the siemens tsc. During troubleshooting, the tsc specialist instructed the customer to clean the integrated multisensor technology (imt) ports with bleach and hot water. The imt module was auto-aligned, an advanced clean was performed, and the imt sensor was replaced. A dilution check was performed and a correction factor was applied. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the imt air knife valve, imt probe, imt pump tubing, v-lyte sensor, and imt diluent. The imt module and probe were aligned. Diluent check was tested and quality controls were run, all of which resulted within range. During follow-up with the customer, the customer had not had any additional discordant sodium or chloride results. The cause of the discordant sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension vista 1500 instrument contacted the siemens technical solutions center (tsc) and stated that discordant, falsely elevated sodium and chloride results were obtained on patient samples. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and resulted within the expected ranges. It is unknown what instrument the samples were repeated on or if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.